Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿

Event description:
On april 18, 2022, the patient underwent endovascular treatment of a type b aortic dissection and a dissected aortic arch aneurysm using two gore® tag® conformable thoracic stent grafts with active control system. A 22fr gore® dryseal flex introducer sheath was used as an accessory during the procedure. According to the report, strong resistance was felt when the 22fr sheath was inserted and advanced through the right external iliac artery (eia). After two gore® tag® devices were advanced and implanted, the sheath was removed. When the sheath was removed from the patient, a dissection was reportedly noted in the right eia. A 10mm x 8cm bare-metal stent was placed to treat the dissection. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. It was reported the patient¿s distal eia was narrow (around 6.4 mm), so the sheath was inserted from the proximal eia. The diameter of the access site was adequate for the sheath (7.5-9.5 mm). No other notable anatomical issues were reported, and the cause for the resistance felt while advancing the sheath was unknown.